Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. The system controller and user interface pcb assemblies were replaced and proper device operation was observed through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed assemblies and found the cause of the reported failure to be an integrated circuit, designator u61 from the system controller pcb assembly.

Event description:
It was initially reported that the device had logged several fault codes. It was later confirmed by physio-control that the device was exhibiting a lockup condition, and then resetting. There was no pt involvement with the reported failure.